Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) earlier than expected. The device was in service for 52.2 months. There was concern that the battery depleted prematurely. The device was explanted and replaced with a guidant cardiac resynchronization therapy defibrillator (crt-d). There were no reported patient symptoms associated with this clinical observation.